Manufacturer narrative:
Date sent: 8/30/2007. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a mastectomy with an axillary node resection procedure, the clips were falling out of the device or they were scissored. This occurred with 2 devices. Finally got a 3rd one that worked. There was no patient consequence. The clips were retrieved without incident.